Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47912

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump has fluid in the reservoir compartment. Customer stated she was changing the reservoir and removed the stopper from the back of the reservoir before inserting it in the insulin pump. Customer was advised to dry the reservoir compartment. Customer attempted to fill 3 reservoirs. Blood glucose value was 201 mg/dl. Nothing further reported.